Manufacturer narrative:
(B)(4). Batch # unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Additional information was requested, and the following was obtained: did the patient receive any preoperative chemotherapy or radiation? No. What healthcare professional fired the device and what is his/ her experience with the device? The attending surgeon fired the device. He has used cdh29p on numerous occasions for colorectal cases, but performs far fewer foregut cases and has never used the powered circular stapler with this anatomy before. The case was difficult (going from lap to open) and the esophagogastrectomy was not planned pre-op. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Unknown. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? The surgeon did wait 15 seconds after closing the device, but did not then retighten prior to firing. Was there any difficulty removing the device? No. Were there any issues noted with staple formation? If so, please describe the shape and location. Staple formation was not noted. Poor tissue quality was noted. Also of note: the patient did require additional surgery to fix an anastomotic leak that was discovered post-op. The additional surgery took place on 3/10 and the leak was addressed.

Event description:
It was reported that during a laparoscopic paraesophageal hernia/ nissen fundoplication, a hole was identified in the esophagus. The case went from laparoscopic to open. The surgeon needed to perform an esophagogastrectomy. To perform the end to end anastomosis, the surgeon used a cdh25p. The surgeon noted the tissue from the stomach-side was in rough shape. The surgeon also had difficulty with a medtronic purstring single use stapler. Prior to firing the cdh25p, the surgeon attached the anvil to the trocar, and brought the jaws into compliance of the green zone. The surgeon fired the stapler, an audible crunch was heard, and the green check mark was noted on the device. The surgeon completed two 360 degree revolutions of the turning knob prior to removing the device. Upon checking the donuts, the distal donut was full and robust. The washer was noted to be fully cut through. The proximal donut was incomplete and a hole was noted in the anastomosis. The hole was oversewn with pds suture. Surgery was delayed 30 minutes due to the reported event. Procedure was successfully completed. No fragments were generated. Patient experienced extended surgery time.

Manufacturer narrative:
(B)(4). Date sent: 04/15/2020. D4: batch # t5c084. Device analysis: the analysis results found that the cdh25p device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.